Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implanted- 3-4 years ago.

Event description:
It was reported that patient is indicated for a revision due to migration. The patient had fallen, but it is unknown if this is the cause of the migration. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under (B)(4).

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty on an unknown has been indicated for revision due to unknown reasons. A request for submitted for a custom vanguard bearing. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.